Event description:
It was reported that the cdi 500 readings were not accurate. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair dur to inaccurate readings. The monitor was cleaned and decontaminated. The blood pressure sensor head assembly were replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.